Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed when the refrigerator door was closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed when the refrigerator door was closed. A field service engineer (fse) ran diagnostics, replaced the latch assembly, removed and reseated the interface cable, and tested the device. The failed door was recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.